Event description:
As reported, leakage from the shaft of a 5mm x 20cm 155cm saberx rx percutaneous transluminal angioplasty (pta) balloon catheter was observed. As a result, the 5mm x 20cm saberx pta balloon catheter was replaced with a 5mm x 30cm saberx pta balloon catheter to complete the procedure. There was no reported patient injury. The saberx pta balloon catheter was being used to treat a moderately calcified lesion in the superficial femoral artery (sfa) which had a stenosis of 75%. An ipsilateral approach was made with a 5f 45cm non-cordis catheter sheath introducer (csi). The saberx rx pta balloon catheter was prepped normally and maintained negative pressure during preparation. The balloon was prepared with a 50-50 contrast and saline mixture. A 300cm non-cordis guidewire crossed the lesion and the 5mm x 20mm saberx pta balloon was inserted and inflated several times. It was felt that there was a release in pressure while inflating the saberx pta balloon, so the device was removed easily and inflated outside of the patient and a leakage of omnipaque contrast media from the shaft of the saberx pta was confirmed. The device was not used to treat a chronic total occlusion (cto), there was no tortuosity to the target vessel, and the device will not be returned as it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82232917 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, leakage from the shaft of a 5mm x 20cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter was observed. As a result, the 5mm x 20cm saberx pta balloon catheter was replaced with a 5mm x 30cm saberx pta balloon catheter to complete the procedure. There was no reported patient injury. The saberx pta balloon catheter was being used to treat a moderately calcified lesion in the superficial femoral artery (sfa) which had stenosis of 75%. An ipsilateral approach was made with a 5f 45cm non-cordis catheter sheath introducer (csi). The saberx pta balloon catheter was prepped normally and maintained negative pressure during preparation. The balloon was prepared with a 50-50 contrast and saline mixture. A 300cm non-cordis guidewire crossed the lesion and the 5mm x 20mm saberx pta balloon was inserted and inflated several times. It was felt that there was a release in pressure while inflating the saberx pta balloon, so the device was removed easily and inflated outside of the patient and a leakage of omnipaque contrast media from the shaft of the saberx pta was confirmed. The device was not used to treat a chronic total occlusion (cto) and there was no tortuosity to the target vessel. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82232917 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics of moderate calcification and 75% stenosis and/or procedural factors may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.